Event description:
It was reported that a 6900ptfx 25mm pericardial mitral valve was disabled via a valve-in-valve procedure after an implant duration of 2 years due to severe stenosis. A 9750tfx 26mm transcatheter valve was implanted. The patient has a history of tv repair.

Manufacturer narrative:
The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
H10: additional narratives. Updated d4, h4, and h6 per new information received the root cause of this event remains indeterminable. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.